Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose (bg) level was 410 mg/dl. The pump was set for replacement, and the customer chose to use multiple daily injections (mdi) as a backup insulin therapy.